Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on even after inserting a new battery. The customer's blood glucose was 159 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms or blank display noted. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.